Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of battery acid on the battery bracket and a crack in the front bottom housing were confirmed via visual inspection of the returned power module (serial number: (B)(6) ). The power module was returned and evaluated at the european distribution center (edc). The bottom housing, battery bracket and screws, and four reinforcement films were replaced. A new internal battery was installed. Preventative maintenance was performed. A full functional checkout was performed and the unit passed all tests. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 24may2013. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the power module had corrosive battery acid damage in the battery compartment on the battery bracket, as well as a cracked bottom housing on the front side.